Manufacturer narrative:
Age or date of birth: patient's age noted as being in the "late 60's." The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of endophthalmitis and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a patient with an implanted xen 45 gel stent experienced endophthalmitis. It was also noted that the xen device became exposed. The xen device was removed and a scleral graft was done.